Event description:
Event description guidant/cpi received information that this ipg (implantable pulse generator) did not provide p wave (intrinsic atrial pulse) measurements. Also, the device was reportedly 'inhibited'.